Event description:
It was reported that the cannula curvatures and inner diameter dimensions were incorrect on two (2) m00pt specialized pediatric tracheostomy tubes. This was detected shortly after placement when pt experienced discomfort and coughing/gagging episodes. The devices were not immediately removed and replaced until difficulties were encountered during attempts to insert a suction catheter. The involved devices were removed and replaced. After removal, attending medical personnel visually examined the devices and determined that the curvature and inner diameter dimensions were incorrect. There was one (1) pt involved with no reported pt injuries. Two (2) m00pt devices were returned to the MFR on 05/17/99 for decontamination, testing and investigation.